Event description:
It was reported that the patient experienced two infusion sets leakage issues were the tubing leaking at the site and patient experienced high blood glucose level & correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.